Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot# 73g2200158 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the staples did not close when they were applied on the skin during use on the patient.

Event description:
Reported issue: the staples did not close when they were applied on the skin during use on the patient.

Manufacturer narrative:
Qn# (B)(4) the customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 33 staples remaining in the cover block, indicating that at least two staples were fired by the customer. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first three staples fired properly. The next 19 staples were inserted into a simulated skin pad. It was observed that several staples did not form correctly. The device was disassembled. Six out of six staples were fired successfully using the complaint sample stapler with a lab inventory forming tool. Four out of six staples did not form correctly when using a lab inventory stapler with the forming tool component of the complaint sample. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, staples did not form correctly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. The sample was sent to the tecate manufacturing site for further evaluation. It could not be conclusively determined what caused the staples to misfire. A non-conformance was opened by the manufacturing site to further investigate the issue of wide visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.